Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye, noted a cracked and broken light blue main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed. And a leak with the clamp was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.